Event description:
The surgeon reports performing cataract surgery with attempted implantation of an ao60g intraocular lens. After inserting the lens, the surgeon noted that there was a posterior capsular tear and subsequently removed the lens. Additional information has been requested but has not been received.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.